Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that after the patient underwent posterior repair and transobturator tape placement approximately 7 years ago the patient then subsequently began to have foul smelling discharge and posterior vaginal wall mesh erosion. Conservative management with vaginal estrogen was unsuccessful so the patient is pursuing surgical management.